Event description:
Information was received from a consumer (con) regarding a patient who was receiving intrathecal dilaudid (hydromorphone) (dosage/concentration asked but unknown) via an implantable pump. The indication for use was spinal pain. It was reported that the patient was in the process of having the pump reduced on medication for neuropathy of dilaudid, as he could not afford surgery to have replacement. The patient had questions on how low the pump should be at to not go through withdrawal symptoms. The healthcare provider (hcp) was lowering in small increments, but could not figure out how to avoid withdrawals and thought maybe 0.2 for dilaudid prior to the pump being turned off. The patient stated he was there for an appointment as the alarm was going off and someone turned off pump without asking the patient. The patient stated he had been going through withdrawals for four months and in the meantime had a heart attack and wondered whether there was a way to lower the medication. The patient stated he had been to the emergency room several times. The patient stated on (B)(6) 2022 was when the pump started alarming. The patient stated the hcp said he had trouble connecting to the pump and stated they were not sure how to change out the battery. The patient stated he does not have information on medication and the dosage was always the same. The patient stated he called the hcp on (B)(6) 2022 to let them know the alarm was going off and was told to come on (B)(6) 2022 and they turned off the pump that day without knowing. The patient reported he requested to lower medication and was told too late as the pump was turned off. The patient stated he was told over 10 ml left of medication in the pump. The patient reported on (B)(6) 2022, they went to ER and on (B)(6) 2022 they went to the emergency room again. The patient reported heart attack was sometime around there. The patient stated spouse drove him to ER first and second time was an ambulance, and they were providing medication under tongue. The patient wondered about "medication leaking medication". The patient wondered about putting saline in the pump. The patient mentioned he was on narcotics to help with withdrawals and was on a narcotic patch and states hcp added 27 different medications patient was taking to help with withdrawals. The patient mentioned he has all kinds of medtronic products and would be getting knee replacement soon, hips replaced, spinal fusion done. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.